Manufacturer narrative:
Patient scans were provided. The imaging evaluation was performed by a clinical imaging specialist. The following was reported: ¿ the proximal end of the circumferential graft measures ~ 16.6 mm distal to the left lowest renal. Unable to confirm migration with only one timepoint. There is a lack of wall apposition at the proximal eld of the graft and within the first 15 mm distal to the proximal end. This is consistent with a proximal type 1 endoleak. There is contrast outside of the device on the arterial and delay phases. There appears to be contrast outside of the aortic wall, consistent with reported aortic rupture.

Event description:
On 9/18/2023 clinical specialist called product surveillance, and reported the following: on (B)(6) 2023, patient underwent endovascular treatment for an zone-9 infrarenal aneurysm rupture utilizing gore® excluder® conformable aaa endoprosthesis (cxt361414) a gore® excluder® aaa endoprosthesis (contralateral components). On (B)(6) 2023, patient went to the emergency room and presented with sudden abdominal and back pain. An angiography revealed the proximal portion of the mainbody migrated distally(amount unknown, at least 5mm), type 1a endoleak, and aneurysm rupture. Fsa also reports individual anchors of cxt device looked to be stressed upwards. On (B)(6) 2023, patient underwent open repair for a type 1a endoleak and rupture. The cxt361414 device was explanted and discarded. A dacron grft was implanted and tied to the preexisting contralateral limbs. No further patient information is available. As per physician, the cause of graft dislodgement was due to the patient anatomy, which includes a reverse tapered neck. Fsa also reports at initial implant as per the fsa that was present at the case, (fsa reporting this event, was not present, procedure was performed by another physician), graft was oversized due to this challenging anatomy, as physician wanted to obtain the best seal.

Manufacturer narrative:
H6: code c19-a: review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20- the device was discarded and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak, aneurysm rupture, and component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.